Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specifications during evaluation. The device was evaluated. No issue with the flow rate were observed. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during preventive maintenance of an arctic sun device was interrupted due to disfunctional flow rate and sensor level was damaged. Changed the level sensor, put a screen protection, changed the damaged temperature cable (735-02), calibration test unit (ctu) calibration, all tests were performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance of an arctic sun device was interrupted due to disfunctional flow rate and sensor level was damaged. Changed the level sensor, put a screen protection, changed the damaged temperature cable (735-02), calibration test unit (ctu) calibration, all tests were performed.